Event description:
Customer reported via phone, the insulin pump had alarmed motor error and due to the alarms the customer was experienced high blood glucose, 225 mg/dl, for weeks. Current blood glucose was 177 mg/dl. Symptoms were stomach aches and dizziness. Troubleshooting was performed. Customer mentioned he went to urgent care due to sinus infection and he was treated only for his sinus and not for high blood glucose. Troubleshooting for high blood glucose was not performed because customer had reverted to back up plan and the device was home. However, troubleshooting for motor error was performed. The device alarmed three or four times during prime. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to motor error alarms. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The motor tested ok. No motor error alarms noted. However, noisy motor noted during testing due to faulty motor. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube, cracked reservoir window, cracked case near display window corners and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.